Event description:
Customer reportedly received results of 482 mg/dl on his meter and 194 mg/dl on the hosp meter. No high blood symptoms reported with these results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.